Event description:
Small bowel obstruction. Information was received from a study described in an article titled "results after laproscopic lysis of adhesions and placement of seprafilm for intractable abdominal pain" . In this study, 19 patients who underwent laparoscopic lysis of adhesions and placement of seprafilm between 07/1998 and 07/2001 were evaluated for chronic intractable abdominal pain after placement of seprafilm. This is the first of 2 serious reports described in the article. The patient is with a history of exploratory laparoscopic unilateral salpingo-oophorectomy in 1969, laparoscopic ovarian cystectomy in 1980, open cholecystectomy in 1984, total abdominal hysterectomy with ureteral injury in 1985, and laparoscopic lysis of adhesions in 1990. In 1999, the patient underwent laparoscopic lysis of adhesions with the placement of 3 sheets of seprafilm to the pelvis and mid-abdomen without complication. Multiple adhesions were found to the anterior abdominal wall with multiple internal hernias. Nine months later, the patient had no symptoms with a normal diet and no pain medication. Twenty-two months after surgery, the patient was experiencing pain every couple of weeks. Patient had three admissions for small bowel obstruction but was not taking any narcotics. The relationship to seprafilm was not provided by the authors.